Manufacturer narrative:
This report is to retract report MFR # 2017865-2021-37649. Submitted on (B)(6) 2021. This report was erroneously submitted. This is not a reportable event as there is no complaint or malfunction on this product. All previously submitted information should be corrected to not applicable and null fields.

Event description:
New information noted there is no allegation or complaint on this product.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented remotely. Upon review of the transmission, it was observed the patient's implantable cardioverter defibrillator had low pacing impedance on the left ventricular channel. No known intervention was performed. The patient was stable.